Event description:
Reported (B)(4) false negative for sars result for (B)(4) symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.